Manufacturer narrative:
Event summary: as reported, during a transurethral lithotripsy (tul) procedure, a laser was used to crush upper ureteral stones. An ncircle tipless stone extractor (rpn: ntse-015115; lot # 15143241) was used to collect an unspecified size of stones. The laser was not used while the basket was used. The device was not tested prior to use. During the second attempt to collect stones, the basket would not close because the sheath had been disconnected at the handle connection. The patient's anatomy was not keeping the basket from opening or closing. Another device of the same type with an unspecified lot number was used to complete the procedure. There were no adverse effects to the patient. The device was not tested or inspected to ensure no damage occurred to the device, prior to use. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the device was conducted. The complaint device was returned to cook in the original pouch without the shipping tray. The returned device had the male luer lock adapter (mlla) unscrewed from the handle and the basket assembly was bent/deformed at the handle. Due to the damaged basket assembly, the device could not be reassembled to perform a functional test. It was likely the user disassembled the device after the basket failed to close due to damage near the handle. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances or additional complaints that were relevant to the failure mode. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the damage was unable to be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. ¿ per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a transurethral lithotripsy (tul) procedure, a laser was used to crush upper ureteral stones. An ncircle tipless stone extractor basket was used to collect an unspecified size of stones. The laser was not used while the basket was used. The device was not tested prior to use. During the second attempt to collect stones, the basket would not close due to the sheath had been disconnected at the handle connection. The patient's anatomy was not keeping the basket from opening or closing. Another device of the same type with an unspecified lot number was used to complete the procedure. The device was not tested or inspected to ensure no damage occurred to the device, prior to use. There were no adverse effects to the patient.

Manufacturer narrative:
E1: customer name and address = phone: (B)(6), postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.